Event description:
Pacer lead change scheduled with indication of malfunctioning right ventricular lead with excessive noise and reprogramming of sensing and pacing to unipolar. Pt has chronic atrial fibrillation. When existing generator removed, connective tissue was noted in the head covering right lead. Lead appeared crushed between clavicle and 1st rib. Replaced with dual chamber pacemaker system.